Event description:
Transit catheter being used for wire exchange inside coronary. Wire had been exchanged and transit catheter was being removed. During removal, transit catheter snapped into and got stuck inside the coronary. Physician was able to remove both pieces of the transit catheter.